Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified left forearm vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced with another 6.0mmx40mmx40cm (4f) sterling balloon catheter, but the balloon also ruptured on the first inflation at 10 atmospheres. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.